Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm while in the airport. The customer¿s blood glucose level was 208 mg/dl. The customer stated that the drive support cap was normal. The customer stated that they were entered from the security scan entrance in the airport. Customer was assisted to rewind the insulin pump. The insulin pump will not be returned for analysis.